Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include long-term use of the device or a storage environment or an external force or improper handling with chemical agents.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the users report was confirmed, a leak was found between the grip unit and control unit. The body of the scope had deep scratches and was found chipped. The image contained a breakage in the center. The light guide had surface scratches. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a scope was leaking from the handle. No patient involvement or injury was reported. No additional information has been obtained.